Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it ruptured at 18mm. The physician then cut the catheter just above the balloon because the balloon material jammed at the end of the device. At this point, the guidewire was noted to have exposed from the catheter. Reportedly, the physician maneuvered the guidewire to be removed from the scope with the catheter. It was noted that the guidewire was still exposed, and was at an almost 90 degree angle. The physician reintubated the patient just to check if there were remaining pieces of the balloon. The procedure was completed with another cre fixed wire dilatation balloon. No patient complications have been reported due to this event.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the catheter was cut at the balloon hub. It was also noted that the core wire was kinked and broken at the distal tip. The distal section of the device, including the balloon, was not returned. Functional analysis could not be performed due to the condition of the device. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it ruptured at 18mm. The physician then cut the catheter just above the balloon because the balloon material jammed at the end of the device. At this point, the guidewire was noted to have exposed from the catheter. Reportedly, the physician maneuvered the guidewire to be removed from the scope with the catheter. It was noted that the guidewire was still exposed, and was at an almost 90 degree angle. The physician reintubated the patient just to check if there were remaining pieces of the balloon. The procedure was completed with another cre fixed wire dilatation balloon. No patient complications have been reported due to this event.